Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer's representative regarding a patient receiving morphine (2 mg/ml at 0.125 mg/day) via an implanted pump. The indication for use was spinal pain. It was reported there was an infection at the pump pocket site about 2 weeks post implant. The infection was cultured and the hcp's along with the infection team tried to treat it with the patient being put on antibiotics but they had to end up explanting the device . The caller inquiring about the length of time to wait for re-implant post infection and how to unpair and pair the patient's existing ptm as a new pump will be implanted in the near future. Tss reviewed pertinent info per caller's inquires and emailed caller the ptm quick start guide.